Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set did not flow which resulted in an upstream occlusion alarm. The nurse hung chemotherapy cyclophosphamide with a new IV pump. Prior to leaving the room, the nurse noticed an upper occlusion and the issue was fixed. IV beeping was noticed shortly after leaving the room and was also fixed. After two hours the nurse noticed the chemo bag was still full and the pump occlusion alarm would no longer beep for all occlusions while the pump was infusing. The nurse noticed a kink in the upper tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.